Event description:
The contralateral leg failed to open during placement. Converted to an aortount stent, using a convertor, occluder and fem-fem bypass procedure. Pt anatomy may have contributed to the event. The pt's condition is good, no complications.